Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a tear on the mobile power unit (mpu) was unable to be confirmed. The heartmate mpu, serial number (B)(6) , was not returned for analysis and no images were provided. Provided information stated there was damage to the patients mpu. There was a tear that appeared pretty deep. The device appeared to be functioning appropriately, and no alarms were noted. The mpu was replaced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 IFU section 2, entitled ¿system operations¿, and section 2 of the heartmate 3 patient handbook, entitled ¿how your heart pump works¿, states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 IFU section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 IFU section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had damage to their mobile power unit (mpu). It was stated that the patient had been only using the mpu at the inpatient rehab hospital for the last two weeks. It was noted that when the tear was lifted it went "pretty deep". The device appeared to be functioning appropriately and no alarms were noted. The mpu was replaced.